Event description:
It was reported the patient was hospitalized due to elevated blood glucose. The patient was vomiting and the patient's sister called the paramedics. The blood glucose was "hi mg/dl" on the paramedic's monitor and the patient was taken to the hospital. The blood glucose result at the hospital was 800 mg/dl. The patient was treated with an insulin drip via IV. The patient was hospitalized from (B)(6) 2015 to (B)(6) 2015. The patient acknowledged it was likely that her tubing on the infusion set had a partial blockage that was not complete enough for the infusion device to detect. She states this likely caused her high blood glucose. The infusion set was requested to be returned for product evaluation.